Event description:
Customer states by phone that during a procedure they received a collision error and the table would not move. The physician was able to complete the procedure; however, staff could not remember how. No pt injury, but no other pt details were provided.

Manufacturer narrative:
Field service engineer (fse) troubleshoot complaint the table would not move and found that the slide on the potentiometer in the latch block assembly was broken. Fse replaced the latch block assembly per service manual 4041004 and verified proper operation using service checklist qssrwi4.1. Unit passed checkout procedures and was returned to the customer for service.